Manufacturer narrative:
Unit received with a blank display anomaly due to cracked lcd glass. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Unit received with cracked case (battery tube) and cracked case-corner of belt clip rails.

Event description:
The customer reported via phone call that the insulin pump was broken. The customer¿s blood glucose level was 67 mg/dl and 180 mg/dl. Customer also reported that there was a crack on the screen and on the back of insulin pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.